Event description:
Information received notes that the patient felt a high heart rate at home and was brought to the hospital where personnel misinterpreted the rate as spontaneous and cardio- verted the patient. Later, it was discovered that it was an av sequentially pacemaker driven rate of 140 ppm. The high rate was terminated, but dashes (---) were found for hyster- esis and data collection. It was not possible to restart the microprocessor, so the device was programmed to vvi.